Manufacturer narrative:
Additional, changed, and/or corrected data: g3. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and has been diagnosed with paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: b3, d1, d3, d8, d9, e1, g1, h3 and h6.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and has been diagnosed with paradoxical hyperplasia.